Event description:
It was reported by the facilitator that during a gyn lab, the teflon pad burnt off of the jaw. Another device was used to complete the lab.

Manufacturer narrative:
Info anticipated, but unavailable at this time.